Event description:
On (B)(6) 2014, our affiliate received notification that a patient tried acuvue oasys for astigmatism for the first time; she wore a different brand for 17 years. Pt wore the first and the second pair of trials with no issues. While wearing the first pair of revenue prod for 40 days she experienced ou discomfort on the first day of wearing the lenses. She wore the second pair 40-50 days and went to the beach during that time. The pt reported the following: (B)(6) 2014 - pt wore a third pair for 30 days and experienced irritation in both eyes and saw an ecp who dx with keratitis and prescribed an unknown antibiotic for 5 days, liposic and fresh tears. Around the end of (B)(6), the pt was seen by a second doctor who stated the pt had "several lesions on the cornea" and treated with liposic and flutinol 3 times a day for x10 days and ilogel when she felt necessary; the doctor allowed the pt to wear lenses to attend a wedding. (B)(6) 2014, pt wore lenses during the night the pair again and when she took the lenses out the eyes were very red and with pain. Pt returned to the second doctor who cont. Medication for 10 more days. (B)(6) 2014, pt awakened with intense eye os worse than od. The pt. Went to a local hospital where she was treated with zymar xd 1 drop q12hrs hours until (B)(6) 2014; she was placed in bandage lenses. (B)(6) 2014, pt returned to the doctor as was feeling much better, seeing well and without photophobia. She continued the wear bandage lenses. On (B)(6) 2014, the treating ecp reported the pt was seen twice in their clinic. During her first visit she was diagnosed with punctate keratitis (mentioned as "several corneal lesions" by the patient), mild limbal ischemia and corneal neovascularization 360 degrees. She was treated with flutinol, lubricants and instructed to d/c cl wear. The patient had numerous medical visits presented to a hospital where she received aggressive medical treatment and was prescribed bandage lenses ou. This is reported as worst case due to extensive treatment. The other eye is reported in #1033553-2014-00028. Prod requested but not received. A device history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. MDR reported event trends are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. Device not returned. No evaluation will be performed. Unable to confirm complaint.